Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a rf pic failed self-test. The customer¿s blood glucose level was unknown at the time of incident. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with rf pic failed selftest alarm during self-test due to a faulty connector on the radio frequency board. Device received with normal operating currents, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.